Event description:
Allegedly, trouble occurrence during bedside rehabilitation, an abnormality was noticed, and cup dislocation was confirmed by radiography. During the healing process, the neck was also dislocated, and the patient underwent revision. Doctor's finding: the patient originally had a standing acetabulum and problem was progressing, and while the dislocation was expected, the fact that the neck was dislocated was not. The patient requested an investigation. According to the x-rays, the neck and the stem were dislocated, this should not have happened, since these devices must be fixed, so it is presumed that these components were dissociated from each other. Japan (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.